Manufacturer narrative:
The first event recorded was (B)(6) 2011 which indicates the memory in the device was erased on or before this date. Multiple events on the (B)(6) 2011 would indicate the device was switching itself on automatically. The pad-pak was not depleted because the user was alerted to the problem and took action before depletion could occur. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.